Event description:
It was reported that the patient underwent an initial left knee surgery on an unknown date. Subsequently, the patient was revised due to wear and pain. The poly and hinge kit were revised. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10 : 00588009016 - size f femoral hinge service kit - unknown. . Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event is confirmed. Visual inspection of the returned bearing showed clear signs of implantation, including wear, nicks, dings, and metal shavings. Small polyethylene fragments were missing from both the base and articulating surfaces; these fractured pieces were not returned. Visual inspection of the returned hinge post extension showed signs of implantation, wear, nicks, and dings. The threaded end had fractured off and was found lodged inside the hinge post. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Imaging was provided and reviewed by healthcare professionals. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h6; h10. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that the devices were found to be fractured when the patient was opened. Attempts have been made and all available information has been provided.